Manufacturer narrative:
Lot number unknown / not provided. Device manufacture date unknown / not provided

Event description:
Doctor reports that patient presented with fractured iunihg screw.

Manufacturer narrative:
Zimmer biomet complaint # (B)(4). The reported product was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complaint indicates screw fracture in the implant. The alleged event was non-verifiable without the return of the product. A root cause for this complaint could not be determined.